Event description:
It was reported via social media that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. It was reported that the patient was removed from their eliquis for the 45-days after the procedure and then experienced a cerebral vascular accident eleven (11) days later. The patient is not able to walk or use their left hand.

Manufacturer narrative:
Date of event - estimated as 11 days post implant.